Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. Visual inspection found the button was missing. Functional testing noted that the device was detected by lab generator. The device could not be activated due to the missing button. No self-activation was observed. The device was disassembled, and wire failure was identified. It was reported that the device was difficult to assemble and caused a device-related burn. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation did identify unreported conditions, including cable/wire damage and button/switch failure. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: e2608-6, e2608-6 15cm disp h/s suct coag (B)(6) (lot# s24ke004) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during ent (ear, nose, and throat) operation, the two devices' tips were rotating and getting stuck. As a result, the operating surgeon's hand was burned. The two devices were replaced in order to complete the case.